Event description:
Event description guidant received information that this pacemaker was electively replaced due to an advisory issued on this model device. At a later date, the patient reported having passed out two separate times prior the device being explanted.